Manufacturer narrative:
Initial.

Event description:
It was reported that the patient powered down the iLet to obtain physical assistance for a supply change and later experienced elevated blood glucose with a reported blood glucose of 271 mg/dL after eating a meal that was not announced to the system. Symptoms included asymptomatic hyperglycemia. Outcomes included education that the system¿s corrective algorithm would address the elevated glucose and the importance of timely meal announcements without medical intervention. Investigation included case review and user guidance during the supply change process. Investigation of this case revealed no device malfunction and determined the event was related to a missed meal announcement with expected corrective algorithm behavior. It was concluded, based on previously established findings for similar reports, that user-related factors associated with missed meal announcement caused the hyperglycemia.